Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4194 lead, implanted 2006-(B)(6); 5076 lead, implanted 2006-(B)(6). (B)(4)

Event description:
It was reported that there was a lead warning on the right ventricular lead. The lead remained in use at that time. No patient complications have been reported as a result of this event.